Manufacturer narrative:
The paddle connector was damaged physically, and the device has been sent for bench repair. Currently, no parts have been replaced; the quote is awaiting customer approval. However, the therapy receptacle will be replaced, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the paddle connector is broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The paddle connector was damaged physically, and the device has been sent for bench repair. The customer has accepted the quote for the replacement of the therapy receptacle. The system meets the specification for the performed service and is returned to use. No further evaluation is warranted at this time.